Manufacturer narrative:
Batch records were reviewed for this lot. The lot does not have any-conformities listed that could relate or contribute to this issue and passed all our qc tests. The device was not returned since it remains implanted in the patient. Therefore, we were not able to confirm the failure. We have not received any other complaints from devices from this lot and therefore consider it an isolated event. There was no patient injury as a result of this issue. The report was initially submitted through mail on 08/03/2016. On 08/16/2016, we received a letter to submit the form electronically. The electronic version of this report is submitted on 08/17/2016. Device remains implanted in patient.

Event description:
When surgeon placed carotid patch on patient's right carotid artery, a hole was noted in the middle of the patch. Physician then used 10,000 units of thrombin to control bleeding with extra suturing. Pressure was held for 15 minutes to prevent re-bleeding.